Manufacturer narrative:
Lot no continued: 396459. For 2 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation could not identify an interferent. The investigation did not identify a product problem. The cause of the event could not be determined. For 2 of the events, the investigation is ongoing. For 1 of the events, the investigation determined that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. For 1 of the events, the sample was provided for investigation. For 1 of the events, two samples were provided for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events. Questionable high results were generated by a cobas 8000 e 602 module and a cobas 6000 e 601 module. The events involved a total of 6 patients with elecsys ft3 iii assay. The provided patients' ages ranged from 28 to 30 years. The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were 3 females and 1 male. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions for this event were: there were no follow up actions. No sample was returned for investigation. For the other pending event, further investigations of the patient sample determined the presence of an interfering factor to a component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur."